Event description:
The doctor was using an endo stitch suturing device and attempted to open the device to pass a suture through tissue (bowel) and the device would not open. He then brought the device out of the body and it still would not open. The scrub tech was also unable to open the device. The device was then passed off the field and a new endo stitch put to use. The doctor was then able to open the old device with difficulty but unable to retrieve needle out of device. The needle remained stuck in the device. He then took the device to get cleaned and placed this in the original package. The device was used to place 8 sutures prior to failure.